Event description:
Defective anatomic pathology cassette lids either close incompletely or loosed during tissue processing, resulting in lost tissue specimens from invasive procedures. Defect is from either absent or incomplete flange snap. It is present in almost 20% of this lot of product. Dose or amount: na. Dates of use: 2002 - 2009. Diagnosis or reason for use: diagnostic tissue histopathology. Event abated after use stopped or dose reduced? Yes.